Manufacturer narrative:
(B)(4)

Event description:
It was reported that rising threshold measurements were observed on the rv lead. Physician elected to leave the lead implanted and only use the pace/sense portion of the lead. Patient was stable before, during and after the procedure.